Manufacturer narrative:
A correlation between the device and the report of gi bleed could not be conclusively determined. Gi bleed is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleed has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Please see the reports addressing the 3 other admissions mentioned, under the following MFR. Numbers, in chronological order by date of admission: 2916596-2019-03695, 2916596-2019-03724, and 2916596-2019-03725. No further information was provided. The patient remained ongoing on the device following the event, until the patient's death reported under MFR. #2916596-2019-03461. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to anemia, fatigue, paleness, dizziness, and shortness of breath. The patient was treated with blood transfusions. Aspirin was discontinued. The healthcare provider was unsure whether the patient's inr range was decreased to 1.8-2.2 during this admission or a different one. The healthcare provider noted that esophagogastroduodenoscopies and colonoscopies were performed several times over a period of approximately 19 months and 4 admissions for gastrointestinal bleeding, but did not specify whether any diagnostic testing was performed during this admission specifically. No further information was provided.